Manufacturer narrative:
A follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from china that during service and evaluation, it was determined that the motor device run in the locked position. It was further determined that the device failed pretest for safety. It was noted in the service order that the device had a lock issue during an unspecified procedure. It was reported that there was no delay in surgery and a spare device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.